Manufacturer narrative:
Unknown when plate broke report is for one (1) unknown endcap. A revision procedure occurred (B)(6) 2015; however it is unknown if the device was explanted (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a proximal femoral nail antirotation (pfna) implanted on (B)(6) 2015. After the surgery the patient expressed pain and discomfort. An x-ray was taken and it was confirmed the implant was broken into pieces. The surgeon preformed a hemiarthroplasty revision surgery on (B)(6) 2015. This report is for one (1) unknown endcap. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.